Event description:
The customer reported the ventilator was involved in an incident where the pt mask caught on fire during a surgical procedure where the pt got burned. The customer reported the unit was in use on pt and the pt later expired.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.